Manufacturer narrative:
Sections with additional information as of 21-dec-2020. H6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value note: manufacturer contacted customer on a follow-up call 13-oct-2020 to ensure that the initial concern was resolved - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Customer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 61, 66, 79, 67 and 71mg/dl. The customer¿s expected fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 61mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 09/24/2020. The meter memory was reviewed for previous test result history: (B)(6).